Event description:
Customer reported that the insulin pump alarmed button error and the buttons were not responding. Customer had the device in his shirt pocket when the alarm occurred. Blood glucose value is 155 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had an intermittent button due to corroded traces. No button error alarms noted. Insulin pump was received with cracked case at the display window corner, cracked display window, minor scratches on display window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.